Event description:
It was reported the pt underwent spinal fixation with instrumentation at t4-iliac. During a follow-up visit in 2008, it was noted that the lateral connectors had come out of the iliac fixation bolts. No intervention was performed at the time. (Refer to manufacturer report # 1030489200900371) in 2009, the multiaxial setscrews had backed out and were floating freely in the pt. The setscrews and rods came out of the head. The setscrews at l1/l2/l3/l4 were uncoupled due to motion. The fixed angle screws appeared to be fine. The manufacturer rep was unable to access fusion, and it was unk if revision surgery would be performed at the time of the report. It was also reported the pt was wheelchair bound and very ill.

Manufacturer narrative:
X-rays films demonstrated the iliac screws backed out.